Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging of a 2.5x15 rx xience xpedition stent delivery system (sds) and before prep, while the device was removed from its dispenser hoop without resistance and no resistance was noted during removal of the protective sheath, the stent dislodged inside of the protective sheath when pulling the protective sheath off of the device. The rx xience xpedition sds was not used in the patient and there was no occurrence of a clinically significant delay. Another rx xience xpedition sds was unpackaged and used to complete the procedure without issue. No additional information was provided.